Event description:
It was reported that the right atrial lead exhibited high thresholds and noise. Upon lead revision fracture was noted under the suture sleeve of the lead. The lead was explanted and replaced.